Manufacturer narrative:
Device received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to perform displacement test or lock reservoir in place due to missing retainer. Device trace download analysis confirmed the device alarmed power error. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s father reported via phone call that the retainer ring is broken. He said that the reservoir detaches from the pump. The customer¿s blood glucose is 16 mmol/ l. He said that he has to put a new battery in the pump every day and that the meter does not transmit the blood glucose to the pump. The caller was assisted with troubleshooting for the power error 25 alarm and it was cleared. However, the retainer ring is still broken. The pump will be returned for analysis.